Manufacturer narrative:
This report is submitted on xxxx, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery. The reason for explantation was not reported.